Event description:
We have been informed that the tip broke inside the eye. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
In regard to this incident, a reusable 2.2mm triple step angled flared phaco needle was received for investigation. Visual inspection of the needle confirmed it was broken off at the tip. Scratches are present on the base of the needle and also on the part that is broken off. No anomalies which could explain the breakage were observed; thickness of the material is consistent with specifications. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is a possible cause for the phaco needle to break during use. It should be noted that needles shouldn't be reused more times than it is recommended and that repeated use outside the recommended limits can also contribute to needles breaking. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Similar serious incidents and associated number of devices were determined by taking the number of serious incidents related to the imdrf a code a040103 corresponding to the in house code ph-needle-broken(rep) (and related codes indicating the same issue, but leading to the prolonged surgery) and taking the number of devices distributed within each time period. Please note that some of the needles are reusable so the number of performed surgeries is higher than the number of devices distributed. The incident that is the subject of this report is also included in the table above.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that the tip broke inside the eye. No report of patient/user harm. No report of prolonged or delayed surgery.